Event description:
Meter name: surestep enhanced. Strip name: surestep test strips. Meter code: 9, strip code: 9. Strip storage: stored correctly. Symptoms: no symptoms. The pt's roommate reported that the pt was seen by the paramedics and that the "meter has caused physical harm." The meter allegedly was inaccurately low. The result on pt's meter was 2,3, and 5. The results from the emt meter was 256mg/dl. The time difference between the pt's meter and the emt meter is unknown. The pt did not receive treatment. No further info has been reported.